Manufacturer narrative:
During troubleshooting, the technician found the siderail release lever was broken and several components in the locking mechanism were missing. The technician cleaned the latching mechanism and replaced the spring latch and release lever to resolve the issue.

Event description:
Technician alleged that the left siderail will not latch. No injury reported.